Event description:
It was reported that a revision surgery was performed with debridement and rinsing.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that there were no smith and nephew devices involved in this event, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, although the intraoperative findings may be consistent with an adverse reaction to metal debris, currently unable to rule out the primary cup orientation, acetabular fracture and subsequent stem loosening as the contributing factors for the ¿metallosis¿. The presence of infection 3 weeks post implantation of s&n components does not reflect a ¿chronic infection¿. It is likely, therefore, that there was a pre- existing infection prior to the implantation of the s&n prostheses; however, no lab or pathology results were provided. Without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the source of the reported infection and/or metallosis cannot be confirmed. The patient impact beyond the reported intra-op findings during explantation and repeated left hip debridements, antibiotic therapy and revision tha cannot be determined. No further medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.